Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. This lead had a fracture and was shredded during explant process. A new lead was implanted. No additional adverse patient effects were reported.